Event description:
Clinical study. It was reported that eighteen months after a coronary artery drug eluting stenting procedure the patient expired. The lesion being treated was a 2.7mm, 95% stenosed, 10mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successful placement to a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavix and aspirin. 18 months after the initial procedure the patient expired suddenly at work. There was an autopsy done, but the stent was not explanted. Additional information and a copy of the autopsy has been requested but was not available at this time. A supplemental medwatch will be sent if additional information is received.